Event description:
During an open inguinal hernia repair the mcm20 was used on a vessel and the clips would not close. A second device was opened to complete the case. There was no consequence to the pt.